Event description:
It was reported that during patient's use, there was a strange noise from the connection and a low-flow alarm sounded. Air contamination was suspected and the problem was corrected when the gel pad was replaced. It was noted that there was no patient injury was reported. Per investigator notification received via mail on 13mar2024, it was reported that there was a chipped connector, separated hydrogel, kinked lines and cut tubing jacket found in the sample analysis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be that connectors damaged by supplier were received in manufacturing. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted 1 opened small arctic gel kit present with original packaging label. Visual inspection noted the following: the foam jacket of the pads was cut, with the cut being secured with tape chipping on connector for left chest pad tubing for the left chest pad and left thigh pad had a kink hydrogel was separated and adhering to the liner on the left thigh pad* two photos were received. One photo shows packaging for two a small and extra small arcticgel kit, with accompanying pr numbers noted on sticky notes. Another photo shows the manufacturing information for two arcticgel pads, the reported issue could not be confirmed from the photos present. The sample does not meet specifications per inspection procedure which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient's use, there was a strange noise from the connection and a low-flow alarm sounded. Air contamination was suspected and the problem was corrected when the gel pad was replaced. It was noted that there was no patient injury was reported. Per investigator notification received via mail on 13mar2024, it was reported that there was a chipped connector, separated hydrogel, kinked lines and cut tubing jacket found in the sample analysis.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be that connectors damaged by supplier were received in manufacturing. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted 1 opened small arctic gel kit present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. Chipping on connector for left chest pad. Tubing for the left chest pad and left thigh pad had a kink. Hydrogel was separated and adhering to the liner on the left thigh pad. Two photos were received. One photo shows packaging for two a small and extra small arcticgel kit, with accompanying pr numbers noted on sticky notes. Another photo shows the manufacturing information for two arcticgel pads, the reported issue could not be confirmed from the photos present. The sample does not meet specifications per inspection procedure, which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." Correction: d, h, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient's use, there was a strange noise from the connection and a low-flow alarm sounded. Air contamination was suspected and the problem was corrected when the gel pad was replaced. It was noted that there was no patient injury was reported. Per investigator notification received via mail on 13mar2024, it was reported that there was a chipped connector, separated hydrogel, kinked lines and cut tubing jacket found in the sample analysis.